Event description:
Spouse reported that his wife was using ace heat therapy patch and wore it on her stomach for about six (6) hours. When patch was removed, it took the skin with it. No medical attention was sought.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.